Manufacturer narrative:
The device was returned to zoll medical corporation. The device was opened as part of the investigation and damage was observed localized to the system printed circuit board assembly. The damage is consistent with an attempt to repair the board. The device has not been returned to zoll since 2004. Investigation concluded that this damage is related to the customer report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached internal handles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.